Manufacturer narrative:
Concomitant medical products: mz1000-07/lot # 16058080;10ml monoject syringe, ref (B)(4), lot 16e0994, exp 04/2018, 0.9% sodium chloride injection; 500ml baxter bag ndc (B)(4), lot y204271, exp sep 2017, vesicant; therapy date (B)(6) 2016.

Manufacturer narrative:
The customer¿s report of a leak at the connection was not confirmed. Functional testing and pressure testing resulted in no leaks at any of the connecting engagements. Visual inspection identified no faults with the sample. The root cause of the reported leak was not identified.

Event description:
The customer reported a leak between the connection of a maxzero and an extension set during an infusion of trabectedin 3.3 mg in 500 ml normal saline for a total volume of 616 ml. The intended rate was not provided; this was a 24 hour infusion. The lines were changed and a new bag of chemo prepared in order to complete the infusion; there was no patient harm. The customer has provided a medwatch that pending submission with the following description: "pt found with trabectedin (vesicant)leaking from tubing. Moisture accumulating between smartsite and maxzero caps of central line. Arm appeared dry. Arm shielded. Chemo paused, tubing & skin cleaned. Connections tightened. Line flushed from y-site of tubing and disconnected and capped. Smartsite primed and changed with moisture noted still at connection of smartsite and maxzero. Maxzero cap changed and chemotherapy connected via texium to maxzero cap with no further moisture noted at connection. Patient educated to call with any symptoms of skin irritation. Chest cleaned 3 times and clothing changed as well as an additional precaution. No skin irritation visible ... Further moisture seepage found between fresh smartsite and maxzero. Smartsite removed, maxzero changed. After texium connected directly to maxzero no further leakage found upon frequent reassessment up to this point 2 hours after incident."